Manufacturer narrative:
The mobile power unit (mpu) was not returned to the manufacturer for analysis and the serial number was not provided. The patient continues on vad support with no further related issues reported. A review of the submitted system controller log files confirmed a recoded event where the external power was briefly compromised. The log file data recorded on (B)(6) 2018 indicated that the system controller was powered by a mpu when a low power hazard alarm became active. The associated voltage levels indicated that the power to the mpu was briefly lost. The pump support was not affected and the system was supported by the backup battery during the event. Follow-up information provided by the vad coordinator stated that the event was related to a power outage. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was determined that there was no issue with the heartmate mobile power unit. The no external power event was caused by a power outage.

Manufacturer narrative:
Additional information the serial number for the device was not provided by the customer. Thus, there is no UDI. The approximate age of device cannot be calculated as the serial number for the device was not provided by the customer.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the log files were submitted for a routine review. Review of the log file by the manufacturers technical services representative showed a no external power while attached to the mpu. This was caused by the mpu power cord coming loose from the mpu or the wall outlet. There were no other unusual events reported within the log files.